Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part: 351.240, lot: l585542, manufacturing site: bettlach, release to warehouse date: 24. Jan. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was conducted. Visual inspection: the received cutter ø 11.0mm, l 350mm shows that the cutting edge at the tip is damaged and had some heavy dents. The instrument is otherwise still in good condition. Dimensional inspection: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damaged cutting edge, therefore no dimensional inspection review needed. Furthermore, these instruments are visual checked per 100% of the cutting edge before they leave the manufacturing site. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Failure in production could not be detected. Raw material 1.4112 was used, and the hardness value was confirmed to meet the specification with no non-conformance noted. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Unfortunately, we are not able to determine the exact cause of this complaint. We only can assume that a mechanical overloading situation or metallic contact has caused the damaged cutting edge. The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. We conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during unpacking at the central sterile services department, it was found out that the tip of the cutter for solid/cannulated tibial nail was deformed upon receipt. There was no patient involvement. This report is for one (1) template f/ti cervical spinelocking plate 2 level/40mm. This is report 1 of 1 for (B)(4).